Event description:
It was reported that a 78-year-old male patient (94 kgs) underwent an atrial flutter right (r-afl) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the patient suffered cardiac perforation requiring pericardiocentesis, surgical intervention, and prolonged hospitalization. It was reported that during a right-side atrial flutter case, a cardiac perforation was noticed in the patient. There was a drop in heart rate on the patient. The cardiac perforation was confirmed via intracardiac echocardiography (ice). The medical intervention provided to the patient was a pericardiocentesis, and about 1000 cc was removed initially. The patient was still bleeding, so the cardiothoracic (CT) surgeon was called in, and the CT surgeon performed open heart surgery on the patient. The patient was in stable condition. Additional information received indicted the adverse event was discovered during use/post use of biosense webster products. The physician¿s opinion on the cause of this adverse event was that it was due to patient anatomy and heart movement. The patient outcome of the adverse event is improved. The patient did require extended hospitalization because of the adverse event; care in intensive care unit (ICU) and antibiotics. A smartablate generator was used during this case. A transseptal puncture was not performed. Prior to noting the perforation ablation was performed. There was no evidence of steam pop. The event occurred during ablation phase. Flow setting was per instructions for use (IFU) for thermocool® smart touch® sf catheters. Correct catheter settings were selected on the smartablate generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Dashboard, vector and visitag force visualization features were used. The visitag module was used, parameters for stability used were range 2.5 mm, time 3seconds, force over time (fot) 25%, force 3 g, tag size 2mm. No additional filter was used with the visitag and force time intervel (fti) color option was used prospectively.

Manufacturer narrative:
On 30-aug-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a 78-year-old male patient (94 kgs) underwent an atrial flutter right (r-afl) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the patient suffered cardiac perforation requiring pericardiocentesis, surgical intervention, and prolonged hospitalization. It was reported that during a right-side atrial flutter case, a cardiac perforation was noticed in the patient. There was a drop in heart rate on the patient. The cardiac perforation was confirmed via intracardiac echocardiography (ice). The medical intervention provided to the patient was a pericardiocentesis, and about 1000 cc was removed initially. The patient was still bleeding, so the cardiothoracic (CT) surgeon was called in, and the CT surgeon performed open heart surgery on the patient. The patient was in stable condition. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed a kink on the shaft of the device. Per the event, several tests were performed. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The IFU (instruction for use) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the adverse event. Investigation findings: mechanical problems identified (c07) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the kink in the shaft. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).